Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or serviced, as there was no specific serial number provided. Olympus followed up with both of the user facilities via telephone and in writing to obtain additional information regarding the reported event but with no results. The cause of the reported event could not be determined. As part of our prior investigation, olympus dispatched an endoscopy support specialist (ess) to the (B)(6) memorial hospital to observe their reprocessing practices. The ess performed an in-service on august 28, 2015 and february 22, 2016 and no reprocessing deviations were observed. The ess instructed the facility to contact (B)(4) for proper usage of the aer. As part of our current investigation, olympus has performed an account inquiry for (B)(6) hospital; however, olympus is uncertain as to which (B)(6) hospital facility is associated with this complaint. If additional information is received this report will be supplemented accordingly.

Event description:
Olympus received a legal document on october 19, 2016 alleging that a patient developed a highly drug- resistant bacterial infection and expired after undergoing multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using an unspecified duodenovideoscope (tjf-q180v) between (B)(6) 2013 either at (B)(6) hospital and (B)(6) memorial hospital. In addition, the legal document alleges that (B)(6) hospitals used the custom ultrasonics aer to reprocess the duodenovideoscope used on the patient during the relevant time period.